Event description:
On (B)(6) 2012, the patient's mom claimed that the patient had unexplained blood glucose readings between 300 mg/dl and 550 mg/dl over the last few weeks. The patient has not received any alarms that would have caused the alleged elevated blood glucose readings. The patient is currently going through puberty but the reporter does not think that could have a contributing factor. There was no trauma or moisture to the pump. The patient received 8.5 units of insulin for his last high reading of 374 mg/dl to bring his blood glucose back to the target range of 150 mg/dl. The animas representative advised the reporter to discuss with the hcp about puberty as a possible cause of the alleged elevated blood glucose readings. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported because the patient allegedly had elevated blood glucose over 500 mg/dl while on insulin pump therapy. It is not clear if diabetes management, use error, or intentional misuse was involved with the alleged incident.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box and alarm history indicated typical pump use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed that the audio bolus button was unresponsive. The white bolus button slug was found to be missing when the button cover was removed. Also unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).